Manufacturer narrative:
The device history record review of the reported lot number could not be performed since the information lot number is incorrect. The report refers to product code 775659 mp safety screw spike set with lot number 159572115, however, the lot number provided is an incorrect lot number. Four samples were received for investigation. After a visually and functional test, the cross spike connector was verified to have a leak and, in one of the samples, the cross spike connector was detached. The root cause for the connector detachment is related to a dimensional gap between the connector and tubing. Also, the samples that were found to have leaks are related to the same root cause. A corrective action has been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding spike set. The customer reports that the tubes are defective. The tubing detaches from the final tip which is connected to the gastrostomy tube and the liquid flows and causes damage. This morning, the tubing broke off before the pump started and moved the liquid forward.